Event description:
Table tilted toward foot end without being commanded by operator. Pt started to slide and was caught by radiologic technologist. Pt was not injured. Radiologic technologist rec'd abrasions on thighs and resultant bruising.